Event description:
It was initially reported that the device had the charge-pak and attention icons illuminated. Physio-control evaluated the device and found that it would not deliver defibrillation therapy due to low internal battery capacity, the device would shut down after powering on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the cause for the reported problem was determined to be due to a depleted internal hlc battery. In addition, physio-control also observed that the device charge-pak had expired. A replacement device was provided to the customer.